Event description:
Boston scientific received information that the patient with this right ventricular lead was seen in the emergency room following inappropriate shock therapy due to supraventricular tachycardia. The device was interrogated and this lead displayed pacing impedance measurements of greater than 2000 ohms and high thresholds. The local boston scientific field representative indicated that the patient had not had their device check since implant and it was not known how long the measurements had been out of range. The patient underwent a lead revision procedure. The lead was cut and capped. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.